Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, and additional info will be reported in a supplement.

Event description:
It was reported that "insert removed due to possible infection. Area cleaned out and new insert put in."